Event description:
On september 12, 2006 the lay patient's cousin contacted lifescan (lfs) alleging that the patient's one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the patient on two days later to obtain/verify information included below: the patient said his meter had not worked for about two weeks. He continued taking his daily dose of glyburide 4 mg twice a day and attempting to test with the reported meter. On event day, the patient took glyburide, but did not eat as usual. He felt drowsy. His cousin called ems. The patient said emt's started an IV and took him to the hospital. A "low" blood glucose reading was obtained in the ER; however, the patient did not know the reading obtained. The patient did not know what specific treatment he received in the ER. His cousin had previously told the customer care advocate (cca) that the patient may have received glucose. The patient said he was bleeding and was kept in the hospital for "more than a week" and received colostomy surgery. The customer care advocate (cca) walked the cousin through pressing the power button and inserting a test strip into the meter test strip port. The meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The patient told the mas he had received the replacement one touch ultra meter, but had not tested with it. He affirmed he would contact lfs if he needs assistance with the new meter. This complaint is reported because the patient was unable to obtain a reading on the lfs product. He experienced symptoms and a "low" blood glucose reading in the ER. He was treated with an IV and admitted to the hospital where he also received colostomy surgery.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.